Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. UDI: (B)(4).

Event description:
It was reported by the healthcare professional via complaint submission tool that during a rotator cuff repair procedure the saline was coming out the end of the micro tornado hp w handcontrol blade while using the fms vue pump. Also, the sutures of two 4.5 healix advance br w/o cord with lot number 6l68583 broke and the anchor was left in the patient. The surgeon mentioned the suture was frayed when he pulled it out of the package. A third 4.5 healix advance br w/o cord with lot number 6l76187 broke on insertion. Surgical delay reported. The micro tornado hp w handcontrol is the only device that was discarded by the staff and not available to be returned for evaluation.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that 2 x healix advance with orthocord the sutures broke and the anchor was left in the patient. The surgeon said the suture was frayed when he pulled it out the package. The complaint device was received and evaluated. Visual observation confirms that the suture was found broken. In addition, the cover handle, suture gripper-double barrel and suture card were not received. The complaint can be confirmed. The possible root cause for the reported failure can be occurred during assembly or it is possible that the instruments used in handling the suture had sharp edges. However, this cannot be conclusive determined. A manufacturing record evaluation was performed for the finished device lot number: 6l68583, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field